Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, inflammation is reported to be resolving. Cornea is hazy.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior the date of treatment. Log file review shows all laser system functions were within specifications for the respective treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported inflammation in a patient's left eye one day post photo refractive keratectomy (prk). An oral steroid was prescribed. Topical steroid dosage was also increased. Additional information has been requested.